Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was found to be stuck in the patient's device header and upon removing it, it was noticed that there was a fracture and the insulation was pulled away from the lead body. As a result the lead was surgically abandoned and replaced. To date, no additional adverse patient effects have been reported.